Event description:
Download data from a (B)(6) male patient revealed multiple abnormal shutdowns. Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the arm chip (u104) was not properly communicating with the monitor's watchdog timer, which caused abnormal shutdown. The root cause for the defective u104 component could not be positively identified. No adverse event resulted from the defective u104 component. The patient received a replacement monitor.